Event description:
This ra lead was implanted on (B)(6) 2014 and remains implanted at this time. A clinical study report on 09/23/2016 stated that this lead had oversensing issue. The physician was dr. (B)(6) at (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).